Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "ICU patient having a cvc dressing change. When the opsite dressing was pulled back to expose the catheter the extension of one lumen broke away with the occlusive dressing. There were no sharp instruments used to remove the dressing. Cvc removed. Patient required a new cvc to be inserted".

Event description:
The complaint is reported as: "ICU patient having a cvc dressing change. When the opsite dressing was pulled back to expose the catheter the extension of one lumen broke away with the occlusive dressing. There were no sharp instruments used to remove the dressing. Cvc removed. Patient required a new cvc to be inserted".

Manufacturer narrative:
(B)(4). Additional information received regarding patient condition: "the patient was considered stable by the clinical team in the critical care unit, the cvc was removed and replaced with a IV peripheral cannula and the patient was then transferred out of the critical care unit to a general ward." The customer provided one photo for this investigation. Photo showed the medial extension line separated from the rest of the catheter. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The customer provided photo confirmed that the medial extension line was separated from the rest of the catheter. However, complaint evaluation testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.